Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional gravity test was performed it was noted that the chamber was blocked. The reported condition was verified. The cause of the blocked chamber was unknown. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a no flow event was identified with a solution administration set. It was further stated that the chamber was unable to fill. The set was primed with normal saline. There was no patient involvement. No additional information is available.